Manufacturer narrative:
Device eval: one device was returned for eval. The device was visually inspected and a hole was found in the packaging. A packaging test confirmed the presence of a hole in the sterile barrier. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The damage to the sealing is consistent with stress placed on the packaging prior to sterilization.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.